Manufacturer narrative:
(B)(4). Reported event was confirmed by reviewing operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent closed reduction of liner and head approximately twenty-one days post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable.